Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty select set and the adverse event of peritonitis, characterized by the presence of abdominal pain and cloudy effluent fluid. It is well established for those patients undergoing pd therapy are at high risk for infections of the peritoneum. The cause of peritonitis may be attributed to an episode of touch contamination during ccpd therapy on the liberty select cycler due to nonadherence of aseptic technique by the patient in the absence of a caretaker as reported by the pdrn. This is further evidenced by the presence of a gram-positive bacteria that is a well-known contributor to peritonitis due to touch contamination. Based on the available information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. There was no specific allegation this adverse event was due to any deficiency or malfunction of a fresenius device or product in the initial reporting. Upon follow up with the pd registered (pdrn) nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2020 with complaints of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2020 presented with enterococcus faecalis and a white blood cell (wbc) count showed 633/mm. The patient was diagnosed with peritonitis and it was assumed it was due to nonadherence of aseptic technique during ccpd therapy on the liberty select cycler, but it could not be confirmed. It was reported the patient¿s daughter was previously assisting with pd therapy until this patient moved to a new residence, prompting the patient to undergo ccpd therapy on her own. The pdrn stated the patient may not have taken infection prevention precautions when initiating ccpd therapy on the liberty select cycler. The patient did not require hospitalization for this event and was prescribed intraperitoneal (ip) vancomycin and ip tobramycin (dose, frequency and duration were unknown). The patient is recovering from this event, as the most recent wbc count on (B)(6) 2020 presented with 49/mm. The patient continues ccpd therapy on a new liberty select cycler (received (B)(6) 2020) at home with no further reported adverse events.